Event description:
Healthcare professional reported left side "intracapsular rupture," "axillary lymphadenopathy," "intracapsular silicone, extra prosthetic," and "siliconoma" diagnosed with MRI. Device has been replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, granuloma, rupture, lymphadenopathy

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified broken device. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Event description:
Healthcare professional reported left side "intracapsular rupture," "axillary lymphadenopathy," "intracapsular silicone, extraprosthetic," and "siliconoma" diagnosed with MRI. Device has been replaced.